Manufacturer narrative:
Retainer = black customer returned pump for alleged blank display, flashing fault led, unresponsive keypad, pump error 130 alarm found on(B)(6) 2021. The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test, and the displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. All buttons operated properly and no pump error 130 alarms, flashing fault led, blank display, or unexpected power/battery alerts noted during testing. A review of the downloaded history files shows that on (B)(6) 2021 there were six (6) pump error 130 alarms between 08:28 to 10:37, ten (10) pump error 43 alarms between 08:32 and 10:38, and one (1) low battery alert at 04:14. The unexpected pump error 130 and pump error 43 alarms found in the history file may have been intermittent failure that was not detected during our testing. The pump was cut open for visual inspection. Moisture damage was found on pcba 1, the motor, force sensor, and vibrate harness assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay. Blank display, unresponsive keypad, and flashing fault led are not confirmed. No pump error 130 alarm during testing however, pump error 130 and pump error 43 alarms are found in the history files and confirmed. The unexpected pump error 130 and pump error 43 alarms may have been intermittent failure that was not detected during our testing. Moisture damage was found on pcba 1, the motor, force sensor, and vibrate harness assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement. The customer stated they were able to clear the alarm and were not able to complete the rewind process. The insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.